Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic visceral procedure, the device¿s thread broke, wherein the loop suddenly detached from the thread. A new device was used in order to complete the case. No patient injury.